Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of the insulin pump was unresponsive. Customer¿s blood glucose level was unknown. Customer reported that during rewinding they had this issue. While removing reservoir from the reservoir compartment customer reported that there was smell of insulin. The insulin pump and other device will not be returned for analysis.